Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation.visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination.the uut was installed in a known good avea test stand. Powered in ventilate mode, performed compressor check, no errors issues were found. Allowed the uut run-in for a period of two hours, found the uut to function normally. Performed compressor check, passed test at 124.2 l/min should be greater than 112.5 l/min. Continue testing with section 7.11 compressor minute volume per test standard 91045 avea ventilator final test, passed with-in specification at 124.5 l/min. The reported complaint was not confirmed or duplicated. The utt was tested and found to function normally.

Event description:
It was reported to vyaire medical that constant device error on compressor occurred on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.